Event description:
A malfunction alarm was reported with a code malf 12, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which the customer successfully completed, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.